Event description:
Reportedly, multiple screen freeze occurred during pm or ICD interrogation.

Event description:
Reportedly, multiple screen freeze occurred during pm or ICD interrogation.

Manufacturer narrative:
Upon reception, the returned smarttouch tablet was tested, and the reported behavior was not reproduced, as normal functioning was observed. Analysis of available expertise files did not provide evidence of the reported issue on (B)(6) 2024. As the issue could not be evidenced in available log files, the root-cause could not be determined. The subject tablet followed the normal repair workflow. The complaint will be reopened should any new relevant information be provided in the future.

Manufacturer narrative:
Upon reception, the returned smarttouch tablet was tested, and the reported behavior was not reproduced, as normal functioning was observed.

Event description:
Reportedly, multiple screen freeze occurred during pm or ICD interrogation.